Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as a final report. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by flextronics on november 6, 2019 revealed that the needle bearing, plug harness assembly and motor were defective. The unit was out of calibration specifications and the control bar was not in the correct position. It was also noted that the autoclave case was damaged. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the needle bearing, plug harness assembly and motor. Electric dermatome, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: the cause of the reported event was due to the control bar. During the product review by flextronics it was noted that the control bar was not in the correct position. If the control bar is too low it can cause the blade to lead the cut and cause gouging. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the electric dermatome was used on a patient and initially would not take skin graft. Then it cut the patient's leg causing a full thickness wound. No additional adverse events were reported as a result of this malfunction.